Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and sometimes low. The customer reported he wasn't feeling well and laying down and it may have been pulling away and it wasn't delivering insulin. The customer was very sick and going form 40mg/dl-400mg/dl. The customer treated with the pump for the highs, and the low blood glucose was treated with glucose tablets and cookies. The customer also had issue with product not adhering. The insulin pump will not be returned for analysis.